Event description:
It was reported that upon office check, the superior vena cava (svc) impedance was increased. The carealert had been sounding and set carealert threshold to 130 ohms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.